Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and monarc and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/28/2016. It was reported that patient underwent removal of anterior transvaginal mesh, removal of midurethral transobturator mesh sling, urethrolysis, cystoscopy and kelly plication on (B)(6) 2014 due to mesh erosion, pelvic pain, dyspareunia and urge incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.